Manufacturer narrative:
Report confirmed. Evaluation determined that the fracture location, orientation and surface texture are consistent with a bending (prying) load with a high strain rate while the tool was not rotating. The likely cause was identified as prying being attempted. The user manual contains the following warning "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff." We will continue to monitor this complaint type for trends. Codes from section (B)(4).

Event description:
It was reported that "sales rep was informed that the tip of the craniotome dissecting tool broke during a craniotomy on a child (B)(6). Initial reporter contacted the sales rep to ensure it was recorded, should a batch be involved. Sales rep spoke with the ne urosurgery head nurse, who indicated that it had never happened before, there were no patient effects and she felt the dr was likely torquing the drill too much."